Event description:
Patient reported that at a recent dental visit a chip on an upper left tooth was found. The patient provided a letter of recommendation from their dentist that in the dentist opinion the patient should not have entered into treatment with byte aligners. The patient's malocclusion and posterior crossbite cannot be corrected with the desired results. Patient was instructed to be seen by an orthodontist and be under their supervision during treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.